Event description:
A pt underwent aaa repair in 2008. The pt received a zenith main body and two zenith iliac legs. Over time, the pt has developed a type I endoleak due to the aneurysm migrating northwards. The diameter of the pt's anatomy exhibited many changes in diameter with a very large occlusion site. The pt will need an additional procedure to treat the endoleak.

Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria. Anatomical conditions. Proper ballooning sites. The importance of an accurate deployment. The cook inc sales rep indicated that the procedure was an off-label use of the device, but no detail is provided. The endoleak was most likely the result of continued aneurysm growth. The complaint correspondence indicates that the "pt's anatomy exhibited many changes in diameter with a very large occlusion site." Changes in the pt's anatomy and/or poor sealing due to an aneurysm infrarenal neck may increase the risk of an endoleak. At this time, we are unable to comment on the pt's suitability for evar or determine a root cause with the limited info provided. We will notify the appropriate personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated and no additional actions are required at this time.